Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years following spinal cord stimulator (scs) implant. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient experienced inadequate pain relief and noted that the implantable pulse generator (ipg) overheats at the back. The patient underwent an ipg explant procedure and the explanted device was discarded by the medical facility.